Manufacturer narrative:
Although no patient complications were reported, the event description indicates that some blood loss did occur due to exchanging the device. The involved device was returned, decontaminated, examined and tested for up to six-hours under various conditions. The unit functioned properly and no abnormalities were noted during any of the testing. The lot number of the involved device is not known. Therefore, meaningful evaluation of retained samples or quality records is not possible. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Centrifugal pump use and performance under standardized conditions are addressed in the device labeling. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported, that the centrifugal pump head "stopped completely" during a surgical procedure. Reportedly, the device was changed out for a second pump head with minimal blood loss and the procedure was completed successfully. The patient condition is reported to be fine.